Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 alarms were triggered when the battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board .after disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm confirmed in the downloaded history file due to broken pin 6 trace at u1 on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer blood glucose level was 7 mmol/l at that time of incident. The customer was able to successfully clear the alarm and able to complete rewind the insulin pump. The customer performed the self test and it failed. Customer also stated that the notification light did not stop flashing immediately. The insulin pump will be returned for analysis.